Manufacturer narrative:
Additional information was received on june 23rd, 2026, stating that pump data was reviewed, and no evidence of severe battery depletion was found. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet the definition of a reportable event as defined by 21 cfr 803.

Event description:
It was reported that patient experienced battery depletion problems that led to the pump shutting off. There was no reported impact to customer's blood glucose. No additional information was provided.